Event description:
It was reported that the patient presented for a new device implant procedure. During procedure, the pulse generator lost telemetry. Once telemetry was regained, the device was found to be in backup vvi operations. A device download was successful. The patient did not experience any adverse consequences.